Event description:
The device was explanted and returned to the MFR because the pt's pain had resolved and they requested explant of the device.

Manufacturer narrative:
Final device analysis results reveal - catheter leakage hole.